Event description:
It was reported that on (B)(6) 2025, a 29mm sjm masters series mechanical heart valve was chosen for a procedure. During procedure, the physician already measured the defect and were about to begin suturing it and tried to insert the valve. At that moment, one of the valve leaflets detached, so it was decided to remove the entire valve. The detached leaflet was recovered from the patient in one piece. The defective valve was removed and replaced with a new one. The patient spent more time on cardiopulmonary bypass and more time in intensive care. The patient was placed on extracorporeal membrane oxygenation (ECMO) for ventricular failure. The procedure was completed successfully. The patient was reported stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of leaflet dislodgement during procedure and explanted was reported. The valve was returned with leaflets intact. Both leaflets were able to fully open and close with no resistance occurring. The valve was able to be rotated freely. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The root cause of the leaflet dislodgement could not be conclusively determined; there was no evidence of material defect in the carbon coating that may have caused or contributed to the dislodged leaflet. The reported patient effects and unexpected medical intervention was result of case-specific circumstances as the valve was removed and another valve was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Per the information available abbott cannot further speculate on why the reported event occurred.